Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said they received 3 wicks that didn't absorb. Patient didn't trouble shoot the unit. Patient was unable to test the unit over the phone. Used with female wicks. Unclear if medical intervention was provided. No additional information provided.

Event description:
It was reported that the patient said they received 3 wicks that didn't absorb. Patient didn't trouble shoot the unit. Patient was unable to test the unit over the phone. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Per additional information received via email on 29sept2025 it was reported t/s done and all well now no additional information is available. No follow-up attempts are required.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as a suction failure. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said they received 3 wicks that didn't absorb. Patient didn't trouble shoot the unit. Patient was unable to test the unit over the phone. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Per additional information received via email on 29sept2025 it was reported t/s done and all well now no additional information is available. No follow-up attempts are required.